Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The product catalog number for this device is unknown. However, instructions for use were reviewed and found to be adequate: directions: due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: less than or equal to 40degrees c (104 degrees f), water temperature low limit: greater than or equal to 10 degrees c (50 degrees f), control strategy: 2. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. Attach the pad¿s line connectors to the fluid delivery line manifolds. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was new admission trying to start therapy. 2nd arctic sun device they've tried and both devices keep giving alert 01(patient line open) & 02 (low flow). Patient temperature (pt) was 38.3c, targeted temperature (tt) was 36c. Walked through stop therapy, disconnect and reconnect. Verify fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 0 l/m. Had them disconnect pads and place in manual control 10c with no pads. System diagnostics, outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 22 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5120.3, pump hours were 4382.5. Added back pads in manual control. Water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -1 psi. Advised to change out pads and call back if any additional issues. Sn # (B)(6). Per follow up information received via task on 06jun2025, they did not have the pads. The pads were exchanged and not sure the size.

Event description:
It was reported that there was new admission trying to start therapy. 2nd arctic sun device they've tried and both devices keep giving alert 01(patient line open) & 02 (low flow). Patient temperature (pt) was 38.3c, targeted temperature (tt) was 36c. Walked through stop therapy, disconnect and reconnect. Verify fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 0 l/m. Had them disconnect pads and place in manual control 10c with no pads. System diagnostics, outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 22 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5120.3, pump hours were 4382.5. Added back pads in manual control. Water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -1 psi. Advised to change out pads and call back if any additional issues. Sn #: (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.